Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent altitude alarms. Reportedly, the pump was not outside the labeled the altitude operating range. The customer's blood glucose ranged between 170-250 mg/dl. Reportedly, customer cleaned the speaker holes and ultimately cleared alarm and customer continued using pump for insulin therapy.